Event description:
Clinician (B)(6) contacted technical services to report far r oversensing causing false ams episodes. Tse discussed adjusting pvab to ~225 ms. No patient symptoms were reported .the patient's weight is unknown.